Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was surgically abandoned and the patient was treated with antibiotics intravenously. No additional adverse patient effects were reported.